Manufacturer narrative:
(B)(4). Batch # l91w3c. The analysis results found that the mcm30 device was received in good visual condition. Upon cycling, the device was noted to be empty and the lockout had been fired through; due to the returned condition of the device, no further testing was performed. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the devices can not fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.